Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, lightheadedness and dyspnea. It was further reported that the right atrial (ra) lead exhibited a position check failure and the right ventricular (rv) lead exhibited variable r waves. Both leads remain in use. No further patient complications have been reported as a result of this event.